Event description:
It was reported that a patient experienced peritonitis coincident with automated information dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The event was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the peritonitis and was treated with unspecified antibiotics (orally and intraperitoneally, dose, duration and frequency not reported). On an unknown date, treatment with intraperitoneal antibiotics was discontinued. The patient was discharged five days after hospitalization and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.